Event description:
The customer reported a clear fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer also reported receiving no differential (diff) results on quality controls (qc) or latrons. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/03/2015. The fse found a disconnected reagent input line (tubing through pinch valve, pv27) to one of the erythrolyse pumps (pm6 or pm7); the fse replaced the tubing to resolve leak and diff results issue. The fse also found that the white blood cell (wbc) bath was contaminated causing hemoglobin (hgb) drifting with 5c controls. The fse ordered parts and returned to site three days later to replace the both baths (wbc, bt1 and red blood cell, rbc, bt2) due to the contamination and the aperture housings. The fse then performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).